Event description:
The manufacturer received information alleging a patient became disconnected from a ventilator and expired. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2022, a patient circuit disconnect alarm with a duration of 314 seconds was logged. The alarm was acknowledged as evidenced by an alarm silence/reset keypress. The device was then powered off and was not powered on again until the following day. The manufacturer concludes the ventilator alarmed as designed to alert the caregiver of the patient circuit disconnect.